Event description:
Customer reported that the shoe covers were slippery and that a nurse fell and hit the floor.

Manufacturer narrative:
The customer did not provide any additional information about the nurse; and they did not provide samples. One of the reported lot#s, 14kef227, could not be verified as there was no record of the reported lot# in the DHR. The remaining lot#s reported by the customer had been reviewed and found to be made across a span of 5 months from 08/2014 to 12/2014. No exception was recorded in the DHR's for these lots that could lead to the reported incident. Historical trending was done. A review of the DHR showed that the products had been manufactured according to sop requirements and the measured coefficient of friction (cof) was meeting the specification. Reserved samples from these lots had also been subjected to the cof test and confirmed to be meeting specification. The root cause could not be determined. The relevant sectors were informed of the complaint. There is no additional action taken at this time, but we will continue to monitor for complaints of this nature.

Manufacturer narrative:
The customer has not yet provided the samples or information regarding the nurse¿s age, weight and gender. The customer apparently had six lot numbers in stock (14lef325, 14gef205, 14lef316, 14mef350, 14kef291, and 14kef227). They remove the shoe covers from their boxes and store them in a bin, so it appears that the actual lot# involved is difficult to identify. This complaint has been forwarded to the plant for investigation. A follow up report will be filed once the investigation is completed.

Manufacturer narrative:
Samples were received on 04/27/2015, therefore this is being filed as the 2nd follow up report. Visually, the anti-slip strips on the returned shoe covers were found complete and clearly visible. The sewing line was located in the middle of the sole, and the anti-skid was evenly distributed on both sides. The position of the print and anti-skid were all within specification. The measurement of the critical dimensions indicated that all the dimensions met the desired specification. Coefficient of friction (cof) test result also confirmed that the shoe covers were performing above the cof specification of (B)(4). The root cause could not be determined from this investigation. The relevant sectors were informed of the complaint. There is no additional action taken at this time, but we will continue to monitor complaints for trends of this nature